Event description:
Pt revised due to pain. Inoperatively, found loosening of tibial tray and femoral component, osteolysis, and polyethylene wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.